Event description:
The recipient is reportedly experiencing a displaced magnet following a MRI. The recipient presenting with pain, swelling, and dizziness. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted for unrelated reason please refer to MDR #3006556115-2020-01422. The recipient's pain, swelling, and dizziness resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.